Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, two (2) medication errors occurred at one of their medical centers. In both cases, a clinician entered an incorrect concentration for alteplase, setting the programmed dose too low. As a result, the medication was delivered ten (10) times faster than intended. No adverse patient outcomes were reported as a result of the event.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.